Manufacturer narrative:
Investigation: DHR review was performed on the following lot number: 7025733 it was concluded that all required challenges samples and testing was performed, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Received one used iag 18ga unit with an opened package from the lot number 7025733. The unit consisted of the needle safety barrel assembly and needle cover. Visual/microscopic examination: observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Observed damage on the grip, inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful. Investigation samples(s) meet manufacturing specifications: no; the returned unit provided for evaluation displayed a damaged grip, which prevented the needle from retracting conclusions: the defect of needle retraction failure; as stated in the subject of the pir was confirmed with the returned unit. The returned unit displayed damage to the grip component. This damage prevented a full retraction of the needle into the barrel upon activation. Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit yes; reproduction of the customer¿s experience was achieved with the testing that was performed on the returned unit. Root cause relationship of device to the reported incident: manufacturing comment: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips. This batch was built prior to the improvement project. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter did not retract during use. There was no report of injury or medical intervention.